Event description:
Concern reported by the surgeon about the inferior quality of the new surgical gloves that are being provided. Per surgeon'r report, the new required surgical gloves do not function appropriately. They slide down on the forearms allowing strikethrough of patient blood directly onto the skin of the surgeon's distal forearms. In addition, they are slippery and interfere with tactility and sizes are inconsistent. The fingertips stretch out and become loose while other portions of the glove do not, making for a very poor surgical experience. These gloves are not up to the quality needed for patient care and safety of both patients and or staff and surgeons.